Event description:
It was reported that during a liver resection procedure, the device was closed down on the tissue but would not fire. When attempting to remove the device, the jaws would not open. It was stated that the red release button would not work properly and seemed loose. A bovie was used to cut the device off of the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil, knife the analysis results found that one ec60a device was returned with the anvil damaged and closed the firing mechanism jammed and with a partially fired cartridge reload loaded on the device; tissue between the jaws was noted. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over a hard object or excessive thick tissue. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects or excessive thick tissue.